Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and confirmed that the system functionality was checked upon powering on the system. The system initially powered on without errors. The customer swapped the integrated electrosurgical unit (iesu) to an external backup generator and completed the case robotically. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the user could not activate the bipolar due to errors, which could not be solved by rebooting the erbe. The tse confirmed that there were multiple c-34 errors taking place with the erbe. The tse advised the customer to use an external generator to continue the operation. The fse would be dispatched to fix the issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Error c-34 was confirmed and replicated from testing. Review of the provided image showed the erbe's setting screen. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.